Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "concomitant ear infection," not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in ck3 soof with 0.5 ml of juvéderm® volift¿ with lidocaine and in tt with 2 ml of juvéderm® volbella® with lidocaine. The patient experienced inflammation, swelling, and redness. Treatment was provided as "no settled conservatively." Symptoms have resolved. Patient also had a concomitant ear infection, not related to the injection. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00663 (allergan complaint # pr (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Healthcare professional reported injecting a patient in ck3 soof with 0.5 ml of juvéderm® volift¿ with lidocaine and in tt with 2 ml of juvéderm® volbella® with lidocaine. The patient experienced inflammation, swelling, and redness. Treatment was provided as "no settled conservatively." Symptoms have resolved. Patient also had a concomitant ear infection, not related to the injection. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00663 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.